Event description:
It was reported that when the therapy cable was inserted into the device, the device would not recognize the connection. The customer indicated that they tested another therapy cable in the same device, which worked normally. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Through testing, physio determined that the failure was with the therapy cable assembly itself. Physio replaced the therapy cable assembly and observed proper device operation. The device was returned to the customer for use.